Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. The patient reported that they had intermittent stimulation for the last two weeks and denied any falls or trauma had occurred. There were no external factors reported to have been associated with this event. The impedance check showed electrodes 0, 1, 5, and 7 had > 10,000 ohms. The manufacturer representative reprogrammed the device around those electrodes to get stimulation in the appropriate areas. The issue had resolved at the time of this report. There were no surgical interventions planned or performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.